Event description:
During removal of the cataract the phacoemulsification machine malfunctioned. The tip of the end of the machine was reading occlusion when there was no occlusion. The hand piece was first replaced and surgery continued but this did not fix the problem and a wound burn occurred. The entire machine was then replaced which fixed the problem. The wound required additional closure and the patient may end up with a large amount of corneal astigmatism. Manufacturer response for phacoemulsification machine, infinti (per site reporter): no problem was found. Test performed: unknown test results: user error.